Manufacturer narrative:
Taper ii: further information has been requested of the initial reporter regarding: the device serial number, implanting information, and patient information. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection noted the access port and taper tubing to be discolored, as they appeared yellow in color. A fill inspection test was performed, and no blockage or resistance to flow was noted. A port leak test was performed, and noted leakage from the port taper tubing junction. Under microscopic analysis, the leakage was noted to be coming from two smooth-edged openings on the taper tubing, near the taper tubing junction, consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported event of port tubing break/leak as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient's lap-band system was reported to have: "the (B)(6) explained that the cable connection was damaged at the location indicated in a diagram meaning that the connectors were 'mismatched' and could not be connected properly." The leaking port was removed and replaced.